Event description:
It was reported that during a ptca procedure of the proximal anterior descending coronary artery, the iq marker wire "got cut inside the artery, while trying to go backwards to position it better". The segment of the wire that was "cut" was secured to the vessel wall with a stent. The rest of the wire was withdrawn.

Manufacturer narrative:
The wire was disposed, therefore, no direct product analysis could be performed. The root cause of the reported complaint could not be determined.